Manufacturer narrative:
(B)(4). The customer returned one catheterization device and lid stock. The device contained signs of use in the form of biological material. The needle cannula was returned detached from the needle hub. The cannula contains one severe bend. The needle hub contained no remanence of the needle cannula. No other defects or anomalies were revealed. The needle cannula contains one bend 38mm from the proximal end. The outer diameter of the returned needle is 0.0322" which is within specification. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever. The reported complaint of needle detaching from hub during use was confirmed by complaint investigation. The returned cannula was separated from the hub. The cannula contained one severe bend, indicating excessive force was used. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature."

Event description:
The customer reports the device was used to place a radial line catheter successfully. Upon removal, the needle dislodged and remained in the patient which was quickly removed. No harm to the patient. No delay in therapy.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the device was used to place a radial line catheter successfully. Upon removal, the needle dislodged and remained in the patient which was quickly removed. No harm to the patient. No delay in therapy.